Event description:
It was reported that during a ptca procedure, the filterwire ez system was unable to be retrieved. The 90% stenosed lesion was located in the heavily calcified right coronary artery (rca). The lesion was pre-dilated with another MFR's balloon. The number of inflations and to what pressures for each balloon is unknown. The filterwire was deployed distal to the lesion without issue. The physician attempted to cross the lesion with another MFR's stent. There was difficulty crossing the lesion with the stent delivery system due to the calcification and tortuosity of the vessel. The physician was eventually able to cross the lesion, deploy the stent and remove the stent delivery system. The lesion was post-dilated, with another MFR's 5x20 balloon. When the physician attempted to advance the retrieval sheath of the filterwire, it was unable to advance due to a foreign body being stuck on the wire. Since the filterwire could not be recaptured, the physician had to carefully pull the open filter past the deployed stent and out of the pt following the removal of the filterwire. It was noted that the tip of the acculink stent delivery system had fractured and a piece approx 5 mm long stuck on the wire. There were no reported pt complications. Pt status listed as "fine".

Manufacturer narrative:
The device was discarded at the user facility. A device analysis could not be carried out. The root cause of the event could not be determined.